Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images from the day of implant as well as x-ray images taken during a 12 months follow-up were provided. Based on x-ray images during the 12 months follow-up a stent fracture of the distally placed stent, the 7x170 mm stent could be confirmed. A stent fracture of the proximal stent, the 7x100 mm stent could not be confirmed. Previous investigations of similar complaints have been reviewed. A difficult anatomy as well as a challenging placement site may be contributing factors for this event. An irregular stent placement, as well as inadvertent movement of the hand during stent release may be other contributing factors. Incorrect holding of the delivery system during stent release, insufficient pre- and/or post-dilatation or highly calcified vessel, patient condition or the vessel anatomy may have resulted in an irregular placement of the stent. In this case two stents have been placed overlapping in the proximal sfa. The vessel was found to be severely calcified prior to stent placement. The lesion was pre-dilated and post-dilated. During review of the labeling of the device lot it was found that the device was implanted two month after expiration of the device. However, there is no indication that the use after expiration of the device may have contributed to the reported stent fracture. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be identified. The IFU states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) The thumbwheel is designed to initially deploy the stent distal end a minimum of 1cm. Final stent deployment is achieved by using the deployment lever (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." Furthermore, the IFU states: "predilation of the lesion should be performed using standard technique" and "post stent expansion with a pta catheter is recommended". During review of the labeling of the device lot it was found that the device was implanted two month after expiration of the device. The IFU states "do not use the stent after the end of the month indicated by the ¿use by¿ date specified on the package."

Event description:
It was reported that one year post implantation in the right proximal sfa the vascular stent was found to be fractured. The vascular stent was placed in overlap fashion with another 7 x 170 mm stent distally to the vascular stent. Allegedly, there were several strut fractures in the middle and distal part of the implanted stents, in addition with multiple disconnected stent meshes over the entire course. As reported, significant calcification of the vessel wall in the native right femoral superficial artery was also identified. The target lesion was pre-dilated prior to stent placement with two 6mm balloons and post-dilated with three drug coated balloons. No additional treatment was required. This is the same patient as reported in medwatch report # 9681442-2016-00257.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details.

Event description:
It was reported that one year post implantation in the right proximal sfa the vascular stent was found to be fractured. The vascular stent was placed in overlap fashion with another 7 x 170 mm stent distally to the vascular stent. Allegedly, there were several strut fractures in the middle and distal part of the implanted stents, in addition with multiple disconnected stent meshes over the entire course. As reported, significant calcification of the vessel wall in the native right femoral superficial artery was also identified. The target lesion was pre-dilated prior to stent placement with two 6mm balloons and post-dilated with three drug coated balloons. No additional treatment was required. This is the same patient as reported in medwatch report # 9681442-2016-00257.